Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00218 was sent in error. The customer later confirmed that the facspresto did not have issues the issue was discovered to be with another hematology analyzer, therefore, the instrument had no reported error and would not be reportable.

Event description:
It was reported while testing patient samples with bd facspresto¿ erroneous hb results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: the instrument is reported to give wrong hb results.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples with bd facspresto¿ erroneous hb results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: the instrument is reported to give wrong hb results.